Manufacturer narrative:
(B)(4).

Event description:
It was reported that no audio alerts on the mobile application occurred. No product was provided for evaluation. The smart device's operating system was not compatible, which is off label usage of the device. Data was evaluated and the allegation was confirmed. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.